Manufacturer narrative:
The device was successfully explanted and replaced and the lead was surgically abandoned and replaced. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device memory noted a single bit memory fault and three data ram single bit memory faults that were corrected by the device per normal device function. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 200 ohms. Review of stored device memory revealed that the out of range measurements began three months ago. Low and high energy shocks were delivered to assess the system and shock impedance measurements were observed to be within normal limits. Boston scientific technical services (ts) discussed replacement of the lead due to intermittent out of range measurements. An invasive procedure was performed. No additional adverse patient effects were reported.